Manufacturer narrative:
Investigation summary: bd received two photos and one video for investigation. The video evaluation confirmed the customer's reported failure mode of tube push off, although the underfill issue was not visible. One of the photos shows a tube not manufactured at the investigation site, while the other displays a tube from a different lot than the one complained about. A functional test conducted on 10 retained samples found all tubes to be within specification limits, with no issues of tube push off identified. Additionally, 100 retained samples were visually inspected and no issues were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: tube push off. This complaint has not been confirmed for the indicated failure mode: draw volume- underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes an unspecified number of tubes underfilled and some also experienced tube push off from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes an unspecified number of tubes underfilled and some also experienced tube push off from the holder. No adverse impact was reported regarding the patient or user.